Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 11 states, ¿wear and/or deformation of articulating surfaces.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-04306 / 04308).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2003, and right total hip arthroplasty (B)(6), 2003. Legal counsel for patient reported patient underwent a right hip revision procedure on (B)(6) 2003, due to patient allegations of pain, discomfort, dysfunction, lack of mobility, and loss of range of motion. Patient's legal counsel further reported patient underwent a left hip revision on (B)(6) 2007 and that looseness and wear were allegedly noted during the procedure. A review of invoice history confirmed the left total hip arthroplasty on (B)(6) 2002, and that the right total hip arthroplasty was on (B)(6) 2003. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.